Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years, 11 months. The replaced portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that 6 audible and visual pump stoppage alarms were observed. The issue reoccurred upon manipulation of the percutaneous lead, while the patient was connected to either the batteries or the power module. The patient was asymptomatic during the event. Log files submitted to the manufacturer confirmed the pump stoppages, and x-rays of the percutaneous lead were found to be unremarkable. On (B)(6) 2015, an on site external percutaneous lead replacement was performed approximately 3 inches from the exit site. There were no open wires found while performing the phase interrupter tests prior to the replacement. All tests passed after the replacement with the system controller tethered to a grounded power module patient cable without issue.

Manufacturer narrative:
The evaluation of the lvad¿s percutaneous lead confirmed an issue that could have contributed to the reported event of pump stoppage alarms. A section of the percutaneous lead approximately 16¿ long was returned for evaluation. The returned section of the percutaneous lead was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or electrical shorts. However, visual examination of the underlying wires revealed a breach to the orange wire approximately 7¿ from the metal connector. This breach appeared to be a result of a combination of abrasion against the braided shield as well as cyclic flexing in this area of the lead during use. The percutaneous lead was submerged in a saline bath for high potency testing to check for current leakage through the wire insulation, and no additional breaches to the insulation of the wires were identified. If the exposed conductors of the orange wire had contacted the braided shield while the patient was operating on tethered power, such as the power module, the resulting electrical short to ground could have caused the captured alarm events. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.